Event description:
It was reported that while using a bd vacutainer® eclipse¿ blood collection needle the safety shield falls off. The following information was provided by the initial reporter, translated from chinese to english: when using the eclipse, it found that the eclipse shield was fall off.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/2/2020. H.6. Investigation: bd received 4 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for hub/collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through CAPA#1277214. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd vacutainer® eclipse¿ blood collection needle the safety shield falls off. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the eclipse, it found that the eclipse shield was fall off.